Event description:
A peritoneal nurse (pdrn) reported that a patient experienced a fluid leak on the inside of the cassette door of a liberty select cycler after ending their pd treatment. The nurse reported a slow drain alarm occurred during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that the patient was prescribed a prophylactic course per protocol. The replacement cycler was received and is working with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: h6.

Event description:
A peritoneal nurse (pdrn) reported that a patient experienced a fluid leak on the inside of the cassette door of a liberty select cycler after ending their pd treatment. The nurse reported a slow drain alarm occurred during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that the patient was prescribed a prophylactic course per protocol. The replacement cycler was received and is working with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
A peritoneal nurse (pdrn) reported that a patient experienced a fluid leak on the inside of the cassette door of a liberty select cycler after ending their pd treatment. The nurse reported a slow drain alarm occurred during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that the patient was prescribed a prophylactic course per protocol. The replacement cycler was received and is working with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment on the door, top cover, and on the safety clamp. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly and on the bottom pump gasket. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.